Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. On the same day the patient suffered a myocardial infarction (mi). The mi was reported to be related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
The patient suffered an mi approximately 11 months post index procedure. It was assessed that the mi was not related to the target vessel and not related to the device.